Event description:
The catheter was placed at another facility. During transfer of the pt, the catheter snapped. The nurse secured the distal end of the catheter, but it was later removed from the pt after consultation with the IV nurse. No pt injury was reported to have occurred.

Manufacturer narrative:
Returned for evaluation was 46cm of 4 fr. Catheter tubing. Lot history review was not possible since no lot number was indicated. Through tactile inspection, the tubing seems elongated and appears to be necked down lengthwise at the distal end. Under magnification, the texture at the break point appears granular and dull, with some spots of jaggedness. These signs indicate a typical tensile break.